Event description:
While using a byte day aligners, patient experienced open bite and was examined by their dentist and recommended the patient to see an orthodontist to correct their issue. The patient was examined by an orthodontist, the orthodontist found the patient to have an anterior open bite from premolar to premolar, mild crowding, excess gingival display when smiling. Also noted periodontal bone loss in the upper anterior dentition causing regression of the papilla and black triangles. The orthodontist recommend the patient to stop aligner treatment as they have active periodontal disease, and any orthodontic movement will cause further bone loss and potential loss of the upper anterior teeth. The orthodontist stated, a proper periodontal diagnosis should have been completed prior to starting byte as the aligners may have exacerbated the periodontal status. Patient needs to see a periodontist for proper treatment and control of periodontal issues before continuing any orthodontic treatment. The patient will also need to remain on 3-4 month periodontal maintenance once inflammation is under control. Once cleared for orthodontics, the patient will need full treatment with elastics and appliances to close the open bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.